Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent was unable to cross the lesion and came off the delivery system. A non-medtronic guidewire was used and the lesion was ballooned, a non-medtronic 2.75 x 28mm stent was then attempted to be used and could not cross the lesion. A non-medtronic guide extension catheter (gec) was then used, however the non-medtronic stent still could not cross. The onyx frontier 2.75 x 26mm stent was then attempted to be used. There were difficulties noted when advancing the stent through the guidewire and gec and when the guide equipment was removed the stent was off the balloon delivery system in the guide. The stent was not noted on the balloon when the device was being advanced and during the attempt to deliver to the lesion. The delivery system balloon was then inflated to capture the dislodged stent and both were removed at the same time. The wire remained in the non-medtronic gec and guide catheter. The inflation device remained on neutral pressure during delivery of the device. It is possible that the stent interacted with an accessory device. The non-medtronic gec, non-medtronic wire and the 6f launcher were all being used during the procedure when the onyx frontier came off stent/delivery system. It is not believed that the launcher guide catheter caused the stent dislodgment. The guide was then replaced with a 6f launcher guide catheter and the procedure was completed using two onyx frontier devices of different lot numbers with no issues noted. There were no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath/stylette. The device was not inspected. Negative prep was performed with no issues. The lesion being treated was located in the proximal/mid right coronary artery (rca). The lesion was moderately tortuous, moderately calcified and had 80% stenosis. The lesion was pre- dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, and excessive force was not used during delivery. It is not believed that the patient anatomy caused or contributed to the difficulty to position the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.